Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor error. The customer blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed. However, even though the device passed all test, inspection of the motor outside the device revealed that there is rust and corrosion on the bottom of the motor and on the home motor switch.